Event description:
It was reported to philips that the therapy test was disabled. The issue was discovered outside of patient use.

Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and found that therapy capacitor needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The therapy capacitor was replaced to bring the device back to working condition. The device remains at the customer site and no further evaluation is required at this time.